Event description:
It was reported that the patient was hospitalized for back pain. Multiple attempts were made to obtain a medical assessment from the physician regarding the nature of the issue, but no further information was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.